Event description:
It was reported the pt experienced pain at the device site that increased in the low back and left leg. The device was moved from the left buttocks to the left lower abdominal quadrant. The pt recovered without sequela.

Manufacturer narrative:
.